Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified pump battery issues occurred. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.